Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/26/2015 with the following findings: several 'no cartridge detected alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. The pump failed to detect the cartridge during the load step, and the pump displayed a 'no cartridge detected alarm': the reported issue was duplicated. The pump case was removed, and traces of the force sensor flex were found to be cracked; this device failure directly caused the reported issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. In addition, it was reported that the user received a ¿no cartridge detected¿ alarm while a filled cartridge was in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).